Event description:
It was reported a motor stall occurred. The drug in the pump was morphine 25.0 mg/ml at a dose of 10.991 mg/day and bupivicaine 1.0 mg/ml at a dose of 0.4396 mg/day. The manufacturer's rep noted a rotor failure. No symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.